Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, the trial patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)